Event description:
As reported by our edwards lifesciences japanese affiliate, approximately three days post transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, a computed tomography (CT) performed revealed the valve had migrated. The patient was also observed with heart failure. A surgical aortic valve replacement (savr) procedure was performed to resolve the event.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (health effect - clinical code, device code, investigation findings, investigation conclusions) and h11 (provide narrative/data). Per the initial report, approximately three days post transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 ultra resilia valve, a computed tomography (CT) performed revealed the valve had migrated. The patient was also observed with heart failure. A surgical aortic valve replacement (savr) procedure was performed to resolve the event. Subsequently, additional information was received from the journal article "delayed migration of a sapien 3 ultra resilia following transcatheter aortic valve implantation after selection of a smaller-sized valve" from japan. It was initially reported that the valve was deployed as intended at a depth of 50/50 (aortic/ventricular), but the journal article clarified that the intended depth for the valve was 80/20 (aortic/ventricular). Although the valve was not deployed at the intended depth, the outcome was noted to be favorable. Approximately three days post tavr procedure, a transesophageal echocardiogram (tee) performed revealed the valve had migrated into the left ventricular outflow tract (lvot) which resulted in severe paravalvular leak (pvl). It was also noted that there was contact with the anterior mitral leaflet with accompanying signs of mitral valve dysfunction. An intra-operative examination showed the valve had dislodged from the aortic valve to the left ventricular side. It was believed that the valve being malposition may have contributed to the valve migration. A savr was performed to resolve the event. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. A root cause was unable to be determined at this time; however, the event may be due to one or more of the patient factors and/or procedural factors described above. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve malposition) caused or contributed to this event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve migration) caused or contributed to this event. Per the instructions for use (IFU), cardiovascular injuries including perforations, dissection of vessels, injury to ventricular, myocardial, or valvular structures (e.g. Injury to the mitral valve/apparatus) are known potential complications associated with the tavr procedure. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Native mitral regurgitation (mr) can occur in tavr procedures. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous bav prosthesis implant procedure. Mr can become exaggerated after tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, and "impingement" of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). The device training manuals instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (valve migration) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference for journal article: mitsuoka n, takaseya t, sasaki ki, takagi k, itaya n, oshita k, sasaki m, yokomizo m, nohara y, kuroki h, fukumoto y, tayama e. Delayed migration of a sapien 3 ultra resilia following transcatheter aortic valve implantation after selection of a smaller-sized valve. Oxf med case reports. 2024 jul 9;2024(7):omae065.